Event description:
Additional information was later received on 2020-jul-13. It was reported that a bacterial test by culture was requested on 2020-jul-07 as a csf leakage was confirmed. On 2020-jul-09, resident flora was confirmed. On 2020-jul-13 when the physician investigated the components of the csf leak, something appearing to be resident flora in the back pocket was confirmed, and the physician consulted with a pediatrician on removal of the system because the possibility of meningitis could not be denied (per the physician). It was noted that although it seemed that there was no impact on the csf but they were concerned about meningitis occurring. It was indicated that if the system was removed, additional information would be provided. It was also indicated that there was no causal relationship with the itb therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor via a manufacturer representative. It was reported that the customer discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon at a dose of 50 mcg/day via an implantable infusion pump. The indication for use was alexander disease. It was reported that on (B)(6) 2020 a seroma around the implanted pump was confirmed. It was noted that as a result of examination, it was not cerebrospinal fluid or drug solution, and no bacteria were detected either. A catheter contrast examination was going to be performed on (B)(6) 2020 just in case. The causality of the event was indicated to be related to the procedure, unknown if it was related to the catheter, and not related to the therapy. The attending physician¿s assessment was that it appeared to be retention of the body fluid. The severity of the event was listed as ¿serious.¿ the outcome was unrecovered at the time of the event. Additional information received on (B)(6) 2020 indicated that the catheter contrast examination was not performed instead and it was undecided if it would be done in the future. It was further noted that actions had been taken to resolve the event, but the details were unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# hg3bspm18 serial# implanted: (B)(6) explanted: product type catheter product ID 8781 lot# hg3bspm18 serial# implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was later received on (B)(6) and (B)(6). It was reported that from the beginning of may to (B)(6), the patient had experienced a bedsore. It was detailed that there was no problem during the first hospitalization, but the patient visited the hospital because she developed bedsore after discharge from the hospital (date was unknown). At that time, the skin of the necrotic area was immediately removed by a procedure to avoid the risk of infection. During the procedure for bedsore, the purse-string suture of anchor was removed and the position of the anchor was changed so that it was partially implanted under the fascia. Furthermore, when suturing the skin, the subcutaneous fat part was brought to the anchor as thick as possible and suture was performed. After receiving treatment for the decubitus on 2020-(B)(6) , cerebrospinal fluid began to leak, which was stated to have been probably caused by that the purse-string suture was loosened at that time. On (B)(6) it was reported that it was decided to take treatment of cerebrospinal fluid leak but a contrast examination was decided to be performed together for confirmation. The patient entered the laboratory before 14:00, and treatment of the pocket on the back was performed after the contrast examination. As a result of the contrast examination, it was confirmed that the catheter had no problem, and the treatment of cerebrospinal fluid leak was also completed (also reported as the purse-string suture was performed again). The attending physician's assessment was that it was confirmed that neither the seroma around the pump nor the cerebrospinal fluid leak had a causal relationship with the itb therapy. The causality of the seroma around the pump was updated that it was not related to the catheter. The cerebrosinal fluid leak was classified with a severity of "3 (serious)" and the causality was indicated to not be related to the drug or devices, and unknown if it was related to the surgical procedure. The causality of the bedsore was indicated to not be related to the itb therapy or devices, and the causal relationship with the procedure/any impact after discharge from the hospital was unknown. The outcome of both the seroma around the pump and the cerebrospinal fluid leak were remission as of (B)(6), and the outcome of the bedsore was also indicated to be in remission but with an unknown outcome date. At the time of the report on (B)(6), it was stated that at that time there was no particular problem in the progress. No further compli cations were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient experienced infection. The causal relationship of the event / infection with the suspected drug (gabalon intrathecal) was related.

Manufacturer narrative:
A2 update: patient's age at time of event updated (previously reported as 2 years). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg3bspm18 serial# implanted: (B)(6)2020 explanted: (B)(6)2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on (B)(6) 2022- . It was reported that the causal relationship of the event / infection with the suspected drug (gabalon intrathecal) was not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Although the site of the bedsore was not the operative site, the removal was ordered by the pediatrics department for fear that further spread would require treatment of the operative site. Regarding causality, the removal for decubitus was unrelated to drug, pump, catheter, and procedure. The outcome of the removal for decubitus treatment was recovered.

Manufacturer narrative:
Product ID: 8781, lot# hg3bspm18, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter; product ID: 8781, lot# hg3bspm18, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Conclusion codes (B)(4) apply to the catheter and the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that the system was removed.